Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated high impedances on the extension. As a result, surgical intervention occurred wherein the lead extension was explanted and replaced to address the issue. The investigation did not determine which lead extension had high impedances.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). Additional components potentially involved in the event include: common device name: 8ch sjm inf coiled ext kit, 60 cm black, model: 6372, UDI: (B)(4), serial: (B)(4), batch: 7173585. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.